Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The "overlay, power switch" part was shipped to the customer for replacement. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Event description:
The customer reported that the customer would like to receive a quote for the faceplate. The customer reports a malfunction with the red led alarm on the front faceplate. The customer contacted product support and provided quote for part ID. It is unknown if the unit was in use on a patient, but there was no patient harm reported.